Manufacturer narrative:
Information provided by the leica product application specialist (fss) indicates that the laboratory identified processing issues after "started to trial 4 hour run for smaller specimens and started noticing processing issues with all specimens - both on 8 hour and 4 hour run". The laboratory advised that cervical biopsies and polyps at approximately 3mm were affected. Manufacturer evaluation has determined that the protocol duration at four (4) hours is appropriate for the size and tissue samples. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Manufacturer evaluation of the instrument logs showed that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 17:39pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 17:39pm on (B)(6) 2018. This action set the ethanol concentration of the reagent in bottle 8 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 8 was 90.9%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 8 (ethanol) was used for the final dehydration step in the "factory 8hr xylene standard" protocol started in retort a at 17:41pm on (B)(6) 2018. This reagent was subsequently also used for the final dehydration step in a further 21 processing runs comprising a total of 184 cassettes, which either started or completed between (B)(6) 2018, before being replaced on (B)(6). Following completion of the 22 protocols, which either started or completed between (B)(6) 2018, bottles 8 (ethanol); 7 (ethanol); 11 (xylene) and 14 (xylene) were each removed from the instrument for sufficient time to complete manual replacement of the reagent; and the station properties for each bottle were reset between 10:52am and 11:01am on (B)(6) 2018, which set the reagent concentration in each bottle to the default concentration of 100% configured in the reagent types definition. The wax in wax bath 4 was successfully drained to waste at 13:46pm on (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 17:39pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
A leica product application specialist-anz (fss) was advised that: "tissue noted to be softer than normal during embedding". The fss documented the following information in relation to the event: "customer had nata assessment recently and nata advised that some of their specimens were too small to be put on a 8 hour run. Customer started to trial 4 hour run for smaller specimens and started noticing processing issues with all specimens - both on 8 hour and 4 hour run. I noticed a bottle pull on (B)(6) at 17:39 (as well as multiple bottle pulls for both the cleaning ethanol and xylene). After speaking to the customer today they confirmed that they started noticing the issue on (B)(6) and it has progressively gotten worse. I have advised them to change the content of bottle 8 (and keep the content for hydrometer testing when possible by leica representative). Customer will also change dirtiest xylene and put on a test run with test tissue (this will be happening (B)(6)). Main user and customer complained that specimens seemed softer, blue hue was seen in some specimens and folds were happening to specimens." On (B)(6) 2018, the fss documented the following information provided by the complainant: "I just got off the phone with the customer and test tissue run after reagent change went really well and they are currently back to processing clinical samples. Cases which exhibited processing issues have all been diagnosable."